Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 on the homechoice (hc) machine during drain 3. The home patient (hp) stated that he had disconnected to use the restroom and did not press stop. The hc went into drain 3 causing the alarm. The hp reconnected to the patient line. The technical service representative (tsr) suggested that the hp discard all supplies and to report the alarm to the nurse. The hp will finish therapy manually. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient is no longer at their clinic due to discontinuing from peritoneal dialysis therapy. The patient is now on hemodialysis. The nurse stated that there was no patient injury or medical intervention associated with this event, however, he cannot disclose why the patient discontinued peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). This task is not applicable as the sample is not available, therefore, baxter cannot determine the root cause.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. The root cause is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. Labeling review found that the labeling is adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).